Event description:
It was reported that continuous glucose monitor (cgm) errors occurred, and a new sensor session was unable to be started. Customer's blood glucose level was 145 mg/dl.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.

Event description:
It was reported that continuous glucose monitor (cgm) errors occurred, and a new sensor session was unable to be started. There was no impact to the customer¿s blood glucose level. Customer's blood glucose level was 145 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that continuous glucose monitor (cgm) errors occurred, and a new sensor session was unable to be started. There was no reported impact to the customer¿s blood glucose level.